Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "pain, contracture" and "rupture". Healthcare professional later reported "significant pain, capsular contracture baker grade ii-iii intracapsular rupture". Healthcare professional later reported "chest pain, discomfort", "asymmetry of the inframammary folds", " pain, discomfort, capsular contracture, baker grade IV, suspected rupture". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported left side pain, rupture, discomfort, asymmetry of the inframammary folds, and capsular contracture, baker grade ii/iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2; b5; d6a; d6b; d9; h3; h6.